Event description:
Additional information reported mupirocin topical ointment was used for treatment.

Manufacturer narrative:
Previous medwatch submission noted the event of abscess, deemed not device related, is serious an unexpected adverse drug experience. Upon additional information, abbvie medical safety has determined that this event is not serious an unexpected adverse drug experience.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of "abscess", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with harmonyca¿lidocaine and hydryalix deep lidocaine into the forearm. Patient later had a hematoma around the injection site of the let arm. At a later time, patient had a biopsy at the area as part of the study protocol and experienced redness and pus at the biopsy area. The redness and pus were noted to be not related to the study devices. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-42290). This emdr is being submitted for harmonyca¿lidocaine.